Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's concurrent conditions included body mass index normal. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), pelvic pain ("pelvic pain"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain"). On an unknown date, the patient experienced adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopy/hysterectomy (full)) and surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in 2011. At the time of the report, the uterine perforation, adverse event, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and hormone level abnormal outcome was unknown and the abdominal pain, genital haemorrhage, back pain, vaginal haemorrhage, menorrhagia, depression, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Most recent follow-up information incorporated above includes: on 30-oct-2018: pfs received with her demographic conditions updated. Following events were added: perforation (uterus), abnormal bleeding (general), abnormal bleeding(vaginal), menorrhagia, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, fatigue, weight gain, hair loss, hormonal changes, lower abdomen pain and she did not underwent essure confirmation test. Onset dates of weight gain, pain, perforation, psychological or psychiatric problems condition: depression, abnormal bleeding (general), abnormal bleeding (vaginal) and menorrhagia were added. Event severity added for lower abdomen pain and pelvic pain. Event outcome added for pain, psychological or psychiatric problems condition: depression, abnormal bleeding (general), abnormal bleeding (vaginal) and menorrhagia. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), abdominal pain ('severe abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included multiparous and endometriosis. Concurrent conditions included body mass index normal. Family history included ovarian cancer. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), pelvic pain ("pelvic pain/ pain") and abdominal pain lower ("lower abdomen pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with oxycodone and surgery (laproscopy/hysterectomy (full) with bilateral salpingo-oophorectomy, underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device and endometrial ablation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, adverse event, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and hormone level abnormal outcome was unknown and the abdominal pain, genital haemorrhage, back pain, vaginal haemorrhage, heavy menstrual bleeding, depression, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Date(s) of insertion: (B)(6) 2011(discrepancy noted as per pif) (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-jul-2021: mr received. Surgery "endometrial ablation" added to the event "abnormal bleeding (general)". Medical history and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('perforation'), abdominal pain ('severe abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') .in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not underwent essure confirmation test". The patient's medical history included: multiparous and endometriosis. Concurrent conditions included: body mass index normal. Family history included: ovarian cancer. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), heavy menstrual bleeding ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), pelvic pain ("pelvic pain/ pain") and abdominal pain lower ("lower abdomen pain"). And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced adverse event ("abnormal symptoms"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and alopecia ("hair loss"). And was found to have hormone level abnormal ("hormonal changes"). The patient was treated with oxycodone and surgery (laproscopy/hysterectomy (full) with bilateral salpingo-oophorectomy, underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device and endometrial ablation). Essure was removed on (B)(6) 2011. At the time of the report, the uterine perforation, adverse event, female sexual dysfunction, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia and hormone level abnormal outcome was unknown. And the abdominal pain, genital haemorrhage, back pain, vaginal haemorrhage, heavy menstrual bleeding, depression, pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, adverse event, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms. Date(s) of insertion: (B)(6) 2011. (Discrepancy noted, as per pif) (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 23.6 kg/sqm. Hysterosalpingogram: on (B)(6) 2011, total bilateral occlusion. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-jul-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2011. At the time of the report, the abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event and back pain to be related to essure. The reporter commented: patient sought medical attention from her health care provider for the forgoing symptoms company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.